Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the surgeon wanted to retrieve the plastic sheath of the device, however, the device resisted removal on the left side during its withdrawal and a 2.5 cm piece stayed in the patient (in the obturator gap). The first device was removed except the part staying in the patient, and a second device was used to completed the procedure. The patient received antibiotic medications after this procedure in prevention with no further consequences. The next month, the surgeon reported that the patient was well.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.